Event description:
It was reported by service report that the bed was stuck in upright position, and unable to lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan cherry switch was engaged.